Event description:
Complaint received indicated that the siderail was broken. No injury alleged.

Manufacturer narrative:
Technician found the patient right siderail was not latching, as the end tube was broken. Replaced the latch end tube. Tube broken due to abuse. Stretched was found in basement repair area.